Manufacturer narrative:
The device was not returned to olympus for evaluation. The customer received guidance from an olympus employee. It was determined that the issue did not appear to be related to the monitor, because video system center (cv-190) processor menu was visible. The customer could not finish troubleshooting and were given instructions when time permitted. It was recommended to power down, remove, and reconnect both ends of the digital light source cable and light source cable. The customer reported main display was fine but the slave cuts in and out. It was recommended to change the serial digital interface (sdi) outputs and check if the problem was on the cv-190. It was requested the sdi cable be replaced. The customer reported the auxiliary cable to the personal computer and the unit was not working correctly. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported malfunction. The DHR confirmed that the subject device was shipped in accordance with the specifications. The device was not returned to olympus; therefore, the event could not be confirmed. A definitive root cause for this issue was not established. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii xenon light source image intermittently dropped out and went black. The issue occurred during an esophagogastoduodenoscopy and colonoscopy procedure. There was an approximate 2-3 second delay while the patient was under anesthesia. The procedure was completed using the subject device. There was no patient harm reported due to the event.